Event description:
It was reported that the spin collar came loose and separated while using an unspecified IV administration set. The following information was provided by the initial reporter: rep observed the ext spin collar come loose, potentially causing the ext to separate from the piv hub.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of extension spin collar came lose from the piv hub could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation. H3 other text : see h10.

Event description:
It was reported that the spin collar came loose and separated while using an unspecified IV administration set. The following information was provided by the initial reporter: rep observed the ext spin collar come loose, potentially causing the ext to separate from the piv hub.